Event description:
It was reported that the device was explanted after an implant duration of zero days. Through follow-up with the health-care provider, it was learned that the device was explanted due to a unsuccessful ring repair.

Event description:
It was reported that patient underwent hip arthroplasty in 2009. Subsequently, patient suffered a fall, and a revision procedure was performed twenty five days later, to remove and replace the stem, segment and head which had loosened. No further information has been received to date.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Unsuccessful ring repairdevice not returned.this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient's registry. Through follow up with the health care provider (via fax), additional information and a copy of the the operative report was received. A device history record review is in process.